Event description:
The customer reported that, during reprocessing, the air/water nozzle of the endoscope was clogged with foreign material. There was no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing found a white foreign material in the nozzle. In addition, service found the insertion tube had deteriorated due to cleaning, disinfection and sterilization. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that rubber at the injection tube mounting part, packing of a/w (air/water) valve or the like was broken, and a fragment entered the a/w channel and was caught in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.